Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a therapy upgrade procedure, it was decided to also replace the right ventricular (rv) lead due to noise, which was reproducible with isometrics, oversensing, pacing inhibition and asystole of less than 2 seconds. This rv lead was capped and abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.